Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2005, patient underwent ¿anterior interbody arthrodesis at l4/5 and l5/s 1 using precut femoral allograft s upplemented with bone morphogenic protein, anterior instrumentation over three vertebral segments of l4, l5, and using the synthes atb anterior plate.¿ postoperative day #1: the patient complained of incisional abdominal pain. She had no radicular leg pain. T-max 101.2. Hemoglobin 11.5. She was neurologically intact throughout both lower extremities. Postoperative day #2: the patient continued to do well with only complaint of incisional pain. She was voiding well. Up with physical therapy but progressing slowly. Postoperative day #3, the patient still complained of significant incisional pain. She did have some radicular left leg pain which was improved prior to surgery. Due to some shortness of breath, a cat scan of the chest was obtained which did not show any evidence of pulmonary embolus. She is neurologically intact throughout both lower extremities. Postoperative day #4, the patient was doing well and ready for discharge to home. It was reported that the patient sustained unspecified injuries.